Event description:
It was reported the patient received the following results within 15 minutes: 222 mg/dl, 113 mg/dl, and 93 mg/dl. The patient used two different vials from the same lot to obtain the readings.